Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The equipment was found to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported the unit alarmed for a ventilator failure. There was no report of patient involvement.